Manufacturer narrative:
The screw was examined under magnification for any defects that could have led to the backing out of the screw. There were no obvious signs of features being out of specification that could have contributed to the backing out of the screw.

Event description:
An acutrak 2 mini screw was implanted on (B)(6) 2018. Postoperatively, the screw backed out 4-8mm and was explanted on (B)(6) 2018.